Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/07/2019. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure (B)(6) 1949 / bmi of (B)(6). Any concurrent procedure/device implantation? No. Were there any intra-operative complications? None. When was the mesh erosion first noted by a physician? (B)(6) 2015. Mesh exposure site/location, symptoms and diagnostic confirmation? Faeces through vagina. Onset date of rectovaginal fistula from index surgery? 2015. Was the device removed? If so, please date and details of the re-operation. Yes lap repair of fistula and removal of mesh. Other relevant patient history/concomitant medications lap anterior section (B)(6) 2016, colo anal pull through ¿ no stoma what is physician¿s opinion as to the etiology of or contributing factors to this event possible use of prolene sutures instead of collagen. Ethibond sutures used, normally pds. What is the patient's current status? Discharged with no recurrent issues.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh erosion first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Onset date of rectovaginal fistula from index surgery? Was the device removed? If so, please date and details of the re-operation. Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent laparoscopic ventral mesh rectopexy for internal rectal prolapse on (B)(6) 2012 and mesh was implanted. Following the procedure, the patient developed mesh erosion and rectovaginal fistula. The patient underwent a low anterior resection of the rectum, repair of rv fistula and pull through procedure (B)(6) 2016. Additional information has been requested.